Manufacturer narrative:
Approximate age of device- 6 months, 6 days. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported lvad internal fault alarms; however, a specific cause for this finding and a direct correlation to heartmate 3 lvas could not be conclusively established at this time. The heartmate 3 lvas IFU explains all pump parameters. This document and the heartmate 3 patient handbook explain all system alarms, including the lvad fault alarms, and the recommended actions associated with them. Both of these documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad produced lvad fault alarms. The system controller log file had been set to record every 1 hour, but this setting was adjusted. The manufacturer's technical service representative reviewed the submitted log file and confirmed a lvad internal fault event. This event had not interrupted pump support to the patient. The patient persistently experienced lvad internal fault and the alarm cannot be cleared. The device was functioning as intended. Internal lvad temperature and all other operating parameters were within normal limits. The event was discussed with abbott's engineers and technical service that no additional actions were necessary. No lvad equipment was exchanged. The patient's current status was stable and will continued to be monitored per post-operative protocol.